Manufacturer narrative:
(B)(4).

Event description:
A consumer reported via a manufacturing representative that when the patient¿s pain was severe they increased the amplitude of the I mplantable neurostimulator (ins). The increase usually occurred when the patient was upright and they made a point of timing themselves so they stayed in that position for three minutes. A few days later, the device returned to the ¿defined position¿ amplitude with no further adjustments made with the patient programmer. The patient noticed the issue due to exacerbated pain and they were not keen on disabling adaptive stimulation. The manufacturing representative met with the patient on (B)(6) 2016 and the issue was not resolved. The ins was reprogrammed and the patient was given two new program groups, one group with adaptive stimulation enabled, but no defined positions set and one group without adaptive stimulation. No falls were reported and the cause of the event was unknown. The patient had not heard back from the patient. The issue was not resolved and the patient was alive with no injury at the time of this report. No surgical intervention occurred or was planned. The patient¿s indication for use is failed back syndrome. No outcome was reported regarding this event. If additional information is received, a follow up report will be sent.